Event description:
This incident information was obtained through literature review. The native rca was totally occluded at #3 micro channels. The cto lesion was filled from the several septal branches of the lad. The culprit lesion was considered to be the rca cto lesion. A guide cath was inserted into the rca. The fielder xt was able to cross through the cto lesion relatively easily. A balloon was then used to open this cto lesion. When stent implantation was performed after the wire advanced to pd, the coronary leak was found in the distal of 4pd. Coronary angiogram indicated a severe guide wire induced perforation and pericardial effusion originating from a distal 4pd segment. The hemostasis at 4pd is performed after deploying the stent to rca proximal site as the pt had the stable hemodynamic status initially, prolonged balloon inflation could not stop the leakage. Secondly, the negative pressure was provided for rca distal by a micro catheter. Then the coronary leak was successfully closed antegradely. However, a left coronary angiogram showed the leakage for confirmation. At first, the negative pressure was provided for lad distal by a micro catheter. However the coronary leak was not closed antegradely. Secondly the placement of microcoils was performed for there by using 18 micro-catheter. However the coronary leak was not closed completely. While finding the originating point of leakage, shortly thereafter, the pt suffered from cardiac tamponade requiring pericardiocentesis and pericardial drainage. Subsequently, the restoration of hemodynamics was attempted quickly by pericardiocentesis.

Manufacturer narrative:
Device investigation could not be performed. Lot review could not be conducted because of no lot information available. There is not indication of product deficiency. All the guidewires are inspected during the production process for meeting the products' specifications and shipping criteria. With the obtained information, vessel perforation was supposed to have occurred by the guidewire, but could not be identified. Date of event could not be identified with the literature, so the date of today is referred as the date of event as well.